Event description:
The biomedical engineer contacted philips remote service engineer (rse) reporting while outside of clinical use, he is getting error code 1111- check vent: oxygen device failed. The issue was discovered outside of clinical use, therefore there was no patient involvement. Customer reports he performed troubleshooting activities per service manual and is now requesting part number for 02 valve and da board. Rse provided requested part numbers. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts were made to obtain information regarding the repair, and status of device with no response from the reporter and cannot be determined. The device remains at customer site. If additional information is later received, a supplemental report will be submitted.